Event description:
It was reported to baxter (B)(4) that a dehp free sol admin set had "black traces in drip chamber." The exact occurrence date is unknown. This condition occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection revealed black spots (burn marks) on the chamber, which confirmed the reported condition. The cause was determined to be molding burn marks created during the molding process. This part is supplied from an external supplier. Should additional relevant information be received, a follow-up medwatch will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.